Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from switch 2 identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for gif-ez1500, operation manual, chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-ez1500, reprocessing manual, chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.